Manufacturer narrative:
Per tandem¿s user guide: only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 41 mg/dl and was "unconscious". Reportedly, the customer was using u-500 insulin within their pump supplies. Customer received assistance from emt (emergency medical technician); nature of assistance was not known, and went to the emergency room. Customer was treated with "nasal medicine that pumps insulin more so" and "glucomax", and was discharged 7-8 hours later with the issue resolved and no permanent damage. Date of event is approximate. The customer continued to use the pump for insulin therapy.